Event description:
The explanted generator was returned on (B)(6) 2013 and product analysis was performed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided.

Event description:
On (B)(4) 2013, it was reported that the patient was scheduled for another vns generator implant surgery on (B)(6) 2013. It was stated that this patient was initially implanted on (B)(6) 2012 and had the generator removed on (B)(6) 2012 due to an infection. The leads were still left in place and not removed. Attempts have been made for additional information; however, they have been unsuccessful. No additional information has been provided. The explanted generator has not been returned. No programming or diagnostic history is available.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.